Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery became hot to touch. Reportedly, there were no alerts, alarms or malfunctions in the pump history. Customer's blood glucose level was not impacted. Tandem technical support (cts) supervisor educated the customer on the operating temperature range of 36.5-113 fahrenheit; customer acknowledged. Customer mentioned pump was stuck under a mattress and cts supervisor advised the customer that outside factors could have attributed to pump feeling warmer than expected. Cts supervisor suggested for the customer to keep the pump out while charging; customer acknowledged.